Manufacturer narrative:
Device evaluation: the device was not returned and therefore device analysis could not be completed. The valve was implanted in the patient. The available media shows 9 angiographic series from a transcatheter aortic valve implantation. A lotus edge valve was implanted in the annulus. A minor/ trivial aortic insufficiency appears to be visually evident during the contrast assessments performed during the procedure. The cause of the reported event cannot be determined from the available media.

Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve into the proper anatomical location. Two days post index procedure, the subject was discharged on aspirin. Post procedure event summary: thirty three (33) days post index procedure, core lab finding revealed moderate aortic regurgitation with moderate paravalvular leak. The left ventricular ejection fraction was 68%, the aortic valve area was 1.99 cm^2 and the mean aortic pressure gradient was 8.3 mmhg.